Event description:
Lifecor customer support noticed a couple "gel released" flags when reviewing a male patient's recent download. Support noticed that there was no treatment or automatic event related to these flags. The patient contacted support and reported that the device is continuously asking him to connect the belt. He stated that the electrode belt would not screw completely into the monitor. Support sent the patient a replacement electrode belt and monitor. Patient called back in 2007 and stated that the new electrode belt would not connect to the monitor. Support stent the patient a replacement monitor.

Manufacturer narrative:
Device MFR date: electrode belt, monitor - 11/2003. Device eval summary: device evaluations of electrode belt and monitor have been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. The misaligned pins probably caused the "gel released" flags and the "connect belt" messages. Monitor was tested and found to be functionally normal. It was restocked. No adverse event from the bent pins. The patient received a replacement electrode belt and monitor.